Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During preventative maintenance of the device, the service engineer reported the gas flow readings through the electronic gas delivery system were different than the readings displayed on the central control monitor. When the gas delivery system was set at 100% o2, the central control monitor showed only 45% o2 and when the system was at set 21% o2, the monitor showed 95% o2 after a successful calibration was performed. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.